Event description:
Pt came in to have labs prior to chemotherapy through central venous port. Blood sample was dilute and pt complained of pain when saline infused. Order to do dye study received from surgeon. Study showed port tubing had broken off and migrated to heart. Spoke to oncologist and set up procedure at hospital with international radiologist to have tubing removed from heart.